Manufacturer narrative:
The device was not returned to the MFR. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible, and no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a pt implanted with a delta 1.5 valve developed overdrainage. The device was explanted and a strata valve was implanted.